Event description:
It was reported that the 9800 system will not take x-rays and an x-ray housing temperature error is displayed. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the high voltage cable, fluoro function board, x-ray controller, system software, backplane and temperature sensor. The system was tested and found to be working as intended and placed back into svc.